Manufacturer narrative:
This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted hysterectomy procedure, the system displayed recurrent non-recoverable error code 1152. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the site¿s system logs and confirmed the error fault was related to an issue with the video processor (vp). The user was advised to ensure that the power cable was properly seated and perform a system power cycle; however, this did not resolve the issue. Following this, the procedure was converted to laparoscopic surgery. There was no report of patient harm, adverse outcome or injury. An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. During testing, the system displayed error codes 1152 and 417. The intermittent error code 1152 was identified to be caused by a faulty video processor (vp) and a pinched cable. After replacement of the video processor and the patient side cart (psc) chassis card cage, which houses the generic power distributor (gpd) and the generic card controller (gcc), was replaced to free up the pinched cable. This addressed the intermittent error code 1152. Following this, the medical grade power supply (mgps) on the psc was replaced to resolve the 417 error code.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the replaced patient side cart (psc) chassis card cage, medical grade power supply (mgps) and video processor (vp) involved with this complaint. The device evaluations are as follows: failure analysis of the psc chassis card cage was installed on a test system and failure analysis found no issue. During testing, the patient side manipulator (psm) arms and setup joints (suj) were clutched and moved intuitively with full range of motion. The system operated normally without an error. Failure analysis of the mgps with a test pca system found no issue. The system was able to power the in-house patient side cart in normal mode without error. The internal components were inspected and passed specification. The mgps was subjected to a run-test and power cycled for hours with no issue observed. Failure analysis of the returned video processor (vp) with the test system reproduced the reported error fault. It was indicated that the fault was due to a defective power supply at the vp¿s video processor power distributor (vppd) ¿ pca.